Event description:
During an initial implant procedure, there was a failure to extend and a failure to retract on the helix of the right atrial (ra) lead due to an alleged malfunction. The ra lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism did not find any anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.